Manufacturer narrative:
Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of blood. After unspecified lengths of time, the customer contact reported that blood flow stops and does not pass smoothly through the tubing sets. No specific details were provided. No information was provided if the no flow occurred during or prior to patient use; however there were no reported adverse patient effects and no reported delays of critical therapy. No medical interventions were reported. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.